Event description:
Bcma order sent to the lvp was rejected during integration testing medication via integration using dose 0.001mg/100ml - but can be manually programmed on pump. Lvp serial number: unknown. A review of the device logs indicates the following: a bcma (barcode medication administration) order with a dose of 0.001, which is the minimum dose allowed, is rejected by the pump. The lvp should reject anything under 0.001 not including 0.001. The order can still be manually programmed. Reporting due to the referenced technical issue as a conservative measure; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
The lvp rejects orders that are not within restricted limits. In the scenario where an order is sent to the lvp with a dose or drug amount (drug amount / diluent amount makes up the concentration) that is exactly 0.001 the lvp is rejecting the order. This should be the minimum allowed value but is being evaluated as being outside of the limits. The user can proceed by manually programming the order on the lvp.